Event description:
The patient's mother reported that the patient's blood glucose levels have been elevated, in the high 300 to low 400 mg/dl range. No ketones, nausea, vomiting or other symptoms were present. The patient's mother reports that the patient has been using a cartridge lot number that was described in a notification received from animas. The patient's mother reports no site issues and no moisture or insulin in the cartridge compartment. This blood glucose excursion does not meet animas' criteria for an adverse event. This complaint is being reported because the patient experienced blood glucose elevations while using cartridges from an affected lot number.

Manufacturer narrative:
The cartridges have not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.